Manufacturer narrative:
(B)(4). On an unreported date, the peritonitis was resolved and the patient was recovered from the event (previously unknown). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. This report involves the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with vancomycin injection 2 gram once intraperitoneally (ip) (additional frequency and duration not reported), fortum 1 gram daily up to 14 days ip, and heparin 2 milliliter per every exchange (dosage, route, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis event. Additional information was requested but is not available. This is report 3 of 3.